Event description:
The manufacturer service technician reported one of the tips of the device was observed to be fractured off and missing during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
No new information.

Manufacturer narrative:
In accordance to with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker instruments will no longer report the hazard of the for the tip of the device missing, broken, or fractured on the silverglide and bipolar forceps product lines (product code gei), as this hazard has not caused or contributed to any serious injuries in at least two years. No new mdrs will be generated for this malfunction moving forward. Additionally, supplemental records may be filed for any past reported events that are still pending evaluation or obtain new information. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.